Event description:
It was reported while using bd phaseal ¿ l connector c90j foreign matter was found in the fluid pathway. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: a foreign matter (hair? Lint?) Was found inside the connector. Actual samples returned for investigation: l connector ×1.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 15-oct-2022. H6: investigation summary one sample along with photos were provided to our quality team for investigation. Upon inspections, small particles were observed to be embedded within the membrane. Most particles were not large enough to detect with the naked eye and were only observed once using magnification. A device history review was performed for lot 2202202, no deviations or non-conformances were identified during the manufacturing process that could have contributed to these issues. We confirmed the flow cabinets where the product is assembled were functioning properly and all maintenance was verified to be performed properly according to schedule. A vision system is used to identify welding issues or foreign matter within the membrane. Recently enhancements were made to this system to improve detection of this issue, the reported lot was manufactured prior to these improvements. The system was challenged, placing the returned samples within the equipment, in all cases the product was properly discarded. Final products are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. While we can identify a direct issue, the particles likely generated during the manufacturing process and was not properly detected by the vision system.

Event description:
It was reported while using bd phaseal ¿ l connector c90j foreign matter was found in the fluid pathway. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: a foreign matter (hair? Lint?) Was found inside the connector. Actual samples returned for investigation: l connector ×1.